Manufacturer narrative:
The device has been requested for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product has been requested.

Event description:
Approximately fifteen days after the implantation (and while still hospitalized), the site reported that the patient's controller had a controller fault and had stopped working. They further reported that they were unable to silence the alarm with an alarm adapter. The device was exchanged for the patient's back-up controller and a new controller was issued to the patient as the new back-up. After the exchange, the pump is reported to have re-started and no further issues have been reported. The patient was later discharged to a rehabilitation facility and is reported to be doing very well.

Manufacturer narrative:
The controller was returned to heartware to analysis. Review of the log files indicate that the controller stopped working on the date of the reported event, but no alarms, events or battery problems were logged. The returned controller failed functional testing and was found to be non-functioning, unable to start or run a pump, and was sounding a high-priority alarm. Detailed analysis revealed that the malfunction was caused by a shorted tantalum capacitor on the controller's power pcb board. An internal investigation (CAPA) has been opened to address the issue.